Event description:
Meter name: one touch ultra. Strip name: one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sweating. A patient reported with no information about where seen. Their meter does not turn on. The result on their meter was unknown. The result on another meter was not taken. The time difference between patient's meter and another meter was unknown. Treatment were insulin and pills. No further information has been reported.